Event description:
It was reported to philips that the system did not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not power on. Review of the log files shows problem with hospital mains power. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and found that after the emergency off button was pressed, the system and ups lost power, making the system completely down. The philips field service engineer (fse) went onsite and found that the system did not power on. To resolve the issue, the fse reset the emergency off button, the tripped breaker was performed and clearing of the alarms on the ups and startup was completed. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.